Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00389 initial report on 2021-07-20 and MDR 1219913-2021-00389 supplemental 1 report on 2022-01-06. Additional information - 2022-01-24: siemens obtained and tested the customer returned sample. The results replicated the customer results of a falsely elevated dose value (reactive interpretation) with reagent lot 270. Siemens tested the customer returned sample with hbt treatment and elevated dose values were obtained for the sample across all reagent lots, suggesting a sample specific interferent. There was not sufficient sample volume for further testing by siemens and atellica im complaint lot 270 expired on 2022-01-12. No further testing and investigation can take place. Siemens continues to review information to determine a final conclusion.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on 2021-07-20. Additional information - 2021-12-12: siemens performed an internal study with 100 patient samples. Fifty (50) normal patient samples were from siemens manufacturing and fifty (50) patient samples were retrieved from france. All samples were tested with atellica im toxo g lots 268, 270 and 272 in replicates of 3 (n=3). Of the 100 samples tested, 92 samples recovered the same interpretations across all 3 lots and 8 patients recovered negative/equivocal. Siemens retrieved customer data from siemens remote services (srs) for atellica im toxo g lots 268, 270 and 272. The three lots have similar interpretation recovery. 268. 270. 272. Negative: 85.2%. 86.1%. 86.7%. Equivocal: 0.9%. 0.9%. 0.9%. Positive: 14.0%. 13.0%. 12.4%. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00389 initial report on 2021-07-20, MDR 1219913-2021-00389 supplemental 1 report on 2022-01-06 and MDR 1219913-2021-00389 supplemental 2 report on 2022-02-22. Additional information - 2022-02-28, siemens concluded the investigation for an outside united states (ous) customer observation of false reactive atellica im toxoplasma igg (toxo g) lot 270 result compared to alternate method testing. Siemens reviewed customer calibration data which was comparable with siemens's lot release data. Quality control (qc) recovery was within acceptable ranges and comparable to peer data. Siemens performed an internal study with 100 patient samples. Fifty (50) normal patient samples were from siemens manufacturing and fifty (50) patient samples were retrieved from france. All samples were tested in replicates of 3 (n=3) with atellica im toxo g lots 268, 270 and 272. Of the 100 samples tested, 92 samples recovered the same interpretations across all 3 lots and 8 patients recovered negative/equivocal. Siemens retrieved patient field data via siemens remote services (srs) and lot 270 recovered similarly with other lots (similar interpretation recovery). The customer patient sample was returned to siemens for internal testing; testing replicated the customer's observations of elevated dose value (false positive) for reagent lot 270 when compared to reagent lots 268 and 272. Siemens tested the customer returned sample with hbt treatment, which resulted in elevated dose values, suggesting a sample specific interferent. There was not sufficient sample volume for further testing by siemens and atellica im complaint lot 270 expired on 2022-01-12. Based on the available information atellica im toxoplasma igg (toxo g) lot 270 is performing as intended. No potential product problem was identified. Customer is operational and no further action required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The customer sent the sample to another laboratory for further evaluation. The sample tube type was serum with gel and was centrifuged for 12 minutes at a speed of 2000g. The customer did not observe any issue with quality control (qc) or with samples from other patients. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A customer obtained a non-reactive (negative) atellica im toxoplasma igg (toxo g) result on a patient sample. The sample was frozen and when it was retested on a later date, a reactive (positive) result was obtained. This reactive (positive) result was considered discordant compared to the previous non-reactive result and compared to negative results obtained from 2 alternate methods using a different sample from the same patient. The discordant reactive result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false reactive toxo g result.